Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of elevated metal ion levels and metallosis. A revision procedure allegedly occurred on (B)(6) 2012. Review of invoice history confirms the primary surgery date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to dislocation, elevated cocr levels, metallic silver turbid fluid and an osteolytic reaction with adverse local tissue response. The operative notes confirm that the acetabular cup, modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-02607 / 02609& 2013-03741).